Event description:
The customer contacted stryker to report that their device is stuck in self test and will not complete. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customers system pcba and found that the main processor on the system pcba u18 is thermally sensitive. The device was retained by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's pcb to resolve the reported issue. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is stuck in self test and will not complete. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.